Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the surgery, a scrub nurse noticed that one suture out of 8 had been detached from the needle. It was a control release needle. Other needle-sutures were used. The product involved was discarded. There were no adverse consequences to the patient.